Event description:
It was reported to gore that this patient experienced an embolic lacunar cerebral infarction in (B)(6) 2024 and further examination found a patent foramen ovale (pfo). On (B)(6) 2024, the defect was therefore treated with a 25 mm gore® cardioform septal occluder. In (B)(6) 2024, the patent developed atrial fibrillation and spontaneously converted to sinus rhythm. Reportedly, the physician attributed the arrhythmia most likely to the occluder device. Follow-up transesophageal echocardiography (tee) imaging on (B)(6) 2024 revealed no device issues. The patient prophylactically received anticoagualant medication (apixaban) following an cha2ds2-vasc atrial fibrillation stroke risk assessment analysis with a score of 5 points. However, the patient was reported to have suffered repeat transitory ischemic attacks in the right medial vascular area during (B)(6) 2024. Despite new oral anticoagulant (noac) therapy, tee imaging identified thrombotic deposits in the surroundings of the pfo occluder, thus marcumar treatment was started in (B)(6) 2024. Additional tee imaging on (B)(6) 2024 confirmed persisting deposits on the device measuring 8 mm maximum in length and floating towards the left atrium. On (B)(6) 2024, follow-up imaging reportedly showed a clearly recognizable structure with an increased mobility measuring approximately 4 x 5 mm and floating towards the atrioventricular valves. It was also reported that follow-up imaging performed on (B)(6) 2024 no longer diagnosed floating structures on the occluder device. However, during follow-up imaging on (B)(6) 2025, another large floating thrombus was again seen on the left disc measuring 11 x 7 mm and the decision was made to refer the patient for surgical device removal. On (B)(6) 2025, the device was explanted. However, the patient subsequently developed multi-organ failure and was reported to have expired thereafter.

Manufacturer narrative:
A1, patient identifier (in confidence): a patient identifier was not provided. Data provided in this field reflect gore's internal reference number for this case. The review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. The device was reported explanted. The current location of the device is unknown. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B3, date of event: updated. B5: describe event or problem: updated part of event description. Emdr section h6: codes have been added/updated to reflect the extent of the investigation performed: h6, health effect ¿ clinical code: added e0601. H6, medical device problem code: added a0101. H6, component code replaced g07003 with g04088. Added g04027. H6, type of investigation: added b11, b14, b18. H6, investigation findings: replaced c21 with c19. Code c19: a review of the manufacturing records for the device verified that the lot met all prerelease specifications. The explanted device was reported discarded at the facility. Therefore, an evaluation on the device could not be performed. H6, investigation conclusions: replaced d16 with d15. No additional information was received for this patient. Based on the incident description and the subsequent investigation, gore is unable to determine the cause of the patient's death and assign a root cause.

Event description:
Despite new oral anticoagulant (noac) therapy, tee imaging identified thrombotic deposits in the surroundings of the pfo occluder, thus marcumar treatment was started (B)(6) 2024.